Manufacturer narrative:
Age at time of event - 18 years or older. Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in the calcified left anterior descending artery. A 3.00x38mm promus element plus was advanced but failed to cross the lesion and the shaft broke outside the catheter. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in the calcified left anterior descending artery. A 3.00x38mm promus element plus was advanced but failed to cross the lesion and the shaft broke outside the catheter. No patient complications were reported and the patient status is stable. Promus element plus, mr, ous 3.00x38mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found a hypotube break 585 mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted during device analysis. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.